Event description:
Additional information was received on (B)(6) 2012 indicating that the patient may undergo revision. The surgeon was planning to replace the battery first and then replace the lead if the high impedance didn't resolve. Surgery is likely but has not occurred to date.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient's surgery has been placed on hold for now. The patient and their family is not interested in moving forward with surgery at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was reported on (B)(6) 2012 that the patient had been complaining of chest symptoms intermittently and the physician felt that the patient may have a lead fracture. Diagnostics were not performed at the patient's last appointment. Additional information was received on (B)(6) 2012 indicating that the patient was seen in clinic and was found to have high impedance on a system and normal mode diagnostic test. The patient was unable to feel his normal and magnet mode stimulation and had been experiencing an increase in his grand mal and partial seizures. This increase in seizure frequency was still below the patient's pre-vns frequency. The device was disabled at that time, and x-rays were performed. The x-rays were sent to the manufacturer for review. The generator was seen in the left chest. The filter feedthru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. The lead appeared intact at the connector pin. A portion of the lead appeared to be placed behind the generator and could therefore not be assessed. The lead was observed routed upwards toward the left neck. The electrodes were observed in the neck and appear to be in proper alignment. There did not appear to be any gross fractures or sharp angles in the images provided. Based on the x-ray images provided, the cause of the high impedance could not be determined; however a micro-fracture or lead discontinuity in the portion of the lead which could not be assessed, cannot be ruled out. The patient had only experienced pain one time, which was described as a "short burst of pain", but had not experienced any discomfort since. Additionally there was no trauma or manipulation of the device that was suspected. The physician believed that the high impedance and possible lead fracture may be the cause of the loss of seizure control.